Event description:
It was reported that the physician's handheld computer would no longer hold a charge when it was unplugged. When the physician unplugs the handheld, the battery indicator shows that it is almost empty. Product has been returned to the manufacturer's european office, but it has not been received by the u.s. Office to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.